Manufacturer narrative:
Bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle retraction is not smooth. The medical devices were used for nurse training purposes and were not applied to patients. The needle encounters resistance during the safety mechanism activation when you pressed the button, did the canula retract completely? No, there was a blockage in the button could you confirm whether the canula did not retract at all or whether it retracted slowly? It retracted slowly after several attempts to press the button did the canula retract more slowly than usual? No. Did the canula start to retract and then stop, leaving the canula exposed? No. Did the canula not move at all after pressing the button? We have been informed that samples are available for investigation. Yes.